Manufacturer narrative:
A manufacturing investigation was performed for the complained device (2.0mm rapid resorbable cortex screw 6mm-sterile, part number 806.006.02s, lot number 9919256). The subject device was received with the complaint condition reporting that screw head broke during intraoperative insertion. The complaint condition is confirmed as the device was received broken as complained. As previously reported, the review of the device history record review confirmed that this device was manufactured according to specification. The lot was released after final inspection with no findings. No ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The rapidsorb screw part number 806.006.02s is inserted with a screwdriver and sleeve (part number 314.686). During the insertion, the sleeve has to be retracted to finish the process of inserting the screw. Based on the reported complaint description it is possible to determine if the event occurred due to a malfunction of the sleeve or whether it due to an operator error. Since the actual screw driver used during the procedure was not reported nor was an allegation of complaint alleged against it, the complaint event can be interpreted as operator error. It should be noted that tactile insertion of the rapidsorb screw is required. Without tactile tightening, proper tightening of the resorbable screw is not possible. The thread of the screw must also be completely established for proper insertion. Although the complaint condition is confirmed, a root cause could not be definitively determined. It is likely though that incorrect or excessive force resulted in the complaint event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the part of the broken screws remained in the patient's body.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). (B)(4) additional medical intervention needed to remove the broken screw shaft. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Product manufacture date: may 12, 2016. Product expiration date: apr 1, 2019. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a jaw deformity the breakage of two (2) 2 rapid resorbable cortex screws occurred at the screw-head when the screws were used to fix bent plate by bending after a lefort I osteotomy. The surgeon made a hole to insert the emergency screw to remove the shaft of the broken screws. During releasing the screw, he felt that was difficult to release, and surgeon think he might have added force unconsciously. The surgeon confirmed the patient's occlusion of the upper and lower jaws did not have any abnormalities. The surgery was completed. The surgery was prolonged approximately 15 minutes due to the reported event. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by the manufacturer. The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.